Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the upper and lower cases were broken, the high rate cover was broken, one screw was missing, one bail cover was cracked, and the output connector was broken. (B)(4).

Event description:
It was reported that the connector was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.